Manufacturer narrative:
The device will not be returned. If additional information becomes available, it will be provided in a supplemental report.

Event description:
As reported:"tip of screwdriver broke while inserting 5.0 screw"

Event description:
As reported:"tip of screwdriver broke while inserting 5.0 screw".

Manufacturer narrative:
Correction: please refer to h6 clinical code. The reported event could not be since the device was not returned for evaluation and no other evidences were provided. A device inspection was not possible as the product was not returned for investigation. A review of the labeling did not indicate any abnormalities. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. With available information a root cause could not be determined. In case other essential information becomes available we reserve the right to reopen the case for investigation and to assess a new root cause.